Manufacturer narrative:
Evaluation: the product was not returned to co for evaluation. The item was discarded by the hosp.

Event description:
Check "iab cath" alarms sounded from the pump. No blood was noted. The iab was removed and a second was inserted into the pt. The iab was not returned to co for evaluation. The iab was discarded by the facility. Multiple event to customer complaint #97-00502. The following was rpt'd on 5/27/97: initially upon insertion in the o.r., a 40cc co 9.5 iab was inserted into the rt. Fem. Art. The pump would not fill the balloon and alarms sounded (failure to fill, autofill failure, leak in iab). No leaks was noted and no blood was visible in the iab, but the balloon was exchanged for a new one which performed adequately until about 6-8 hrs later when augmentation became increasingly diminished and an x-ray verified that the iab migrated approx. 4" down the aorta. Event complications: none from the event - rpt'd 5/5/97, 5/27/97. Pt current status: unk - rpt'd 5/5/97, 5/27/97.